Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of attachment doesn't move/work was confirmed. The likely cause of failure was due to damage/breakage of the distal bearing. It was also noted that the tool couldn't be inserted, there was deterioration of the color code and scratches and dents were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operation the attachment doesn't move/work. There was no known patient impact at the time of report. Additional information received stating that additional intervention of substitution with another device was done, there was no patient or staff impact.